Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what was the grade of hemorrhoids?- grade iii. Were the hemorrhoids circumferential or in specific quadrants? Please describe.- circumferential. What is the surgeon¿s experience with the pph procedure?- more than 1200 cases. What is the surgeon¿s experience with the pph device?-more than 10 years. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?- it was tightly closed before firing. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing?- yes. Was a complete washer transection confirmed?- yes. Were there any issues with stapler formation identified at any point throughout the care of the patient?-there was discontinuity of staple line at one point 1 week post op what was the estimated volume of blood loss (ml)?- >500 ml. How was the bleeding treated?- anal packing ,rest. Did the patient require a blood transfusion?- 3 patients developed bleeding (B)(4),transfusion required in one case. What is the current status of the patient?- currently they are stable.

Manufacturer narrative:
(B)(4). Date sent 12/5/2023. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues with stapler formation identified at any point throughout the care of the patient? What was the estimated volume of blood loss (ml)? How was the bleeding treated? Did the patient require a blood transfusion? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy the surgeon used pph03 hemorrhoid stapler for a patient . After three days the patient returned back with heavy bleeding. The patient suffered from bleeding. The patient was admitted back due to heavy bleeding and surgeon had to perform procedure to control the bleeding.